Manufacturer narrative:
Based on the analysis, the alleged issue was verified, and a different issue (damaged touchscreen) was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was hot to the touch while plugged in and charging. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 105 mg/dl.